Event description:
It was reported the patient was expected to undergo a revision surgery for the inflatable penile prosthesis as the pump did not work.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis replaced as the pump did not work and the cylinders would not inflate. Troubleshooting was tried without success. Following the replacement surgery, the patient indicated he was pleased with the device.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.